Event description:
Olympus was informed that during a colonoscopy procedure with polypectomy, the snare broke off while cauterizing a polyp and fell inside the pt. The device was successfully retrieved using another snare from the same lot. The intended procedure was completed with another similar device. The pt condition is good and the pt was discharged home the same day. It was reported that tis was an isolation event by the user facility. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. The exact cause of the pt's outcome could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.